Manufacturer narrative:
Investigation conclusion:.a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 1 false negative sars result on 17 year old daughter. Customer states the patient was symptomatic less than 1 day prior to testing. Customer states the result was confirmed positive by other rapid antigen test at urgent care on both (B)(6) 2023 & (B)(6) 2023.